Event description:
It was reported that the device was charging more than expected. Patient had a fractured lead and must recharge many times a day, but the battery did not hold the charge. The device had been charging for a long time on the day of this report but was only at 50%. Patient was told that she would need a new charger if the recharger got hot.

Manufacturer narrative:
Product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3998, lot# l89228, implanted: (B)(6) 2001, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).